Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of 260 mg/dl and that the device has air bubbles in the infusion set. Customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The device pump was tested with water/fill reservoir. No air bubbles in the reservoir noted. The unit was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.